Manufacturer narrative:
There is no indication of any system or component failure. Patient reported good pain relief from the system and no issues after the revision procedure that was performed in (B)(6) 2023. The surgical intervention performed on (B)(6) 2024 was per patient request and was related only to the patient's displeasure with reduced medication along with plans to relocate.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023 to treat lower back pain. A surgical revision was performed on (B)(6) 2023 to correct malposition of the implantable pulse generator (ipg) (see MDR 3015425075-2023-00249). Patient reported good pain relief from the system after the revision that took place in (B)(6) 2023. In (B)(6) 2024 the patient informed the medical clinic that the decrease in pain medication was causing displeasure. Additionally, the patient notified the clinic about plans to relocate away from the clinic. Patient requested to have the nalu system removed due to the relocation plans and displeasure with reduced medication. A full system explant was performed on (B)(6) 2024 per the patient request.